Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 300.2 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and spinal cord injury/spinal cord disease. The patient's history included chronic neck, flank, lower back, and phantom lower extremity pain, along with quadparesis and paraplegia. It was reported that the patient had an empty pump and it was alarming. Logs showed that the pump went empty on (B)(6) 2018. It was confirmed through follow up that the patient had missed a scheduled appointment as he had no one to drive him. It was also confirmed that the patient had no symptoms of withdrawal. He was on oral oxycodone 10 mg 3x a day to control his chronic pain. It was noted that the patient's intrathecal baclofen pump was working well and there was no evidence of "untoward side effects." The patient's pump was filled without complications on (B)(6) 2018. The patient's weight was provided. No further complications were reported.